Event description:
The device was returned for evaluation and the analysis has been completed. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented irrigation. The root cause of the event could not be conclusively determined; however, was most likely manufacturing related. The cause of the occlusion was due to hydrophilic coating entering the tapered tip lumen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: another manufacturer¿s device.

Event description:
An endurant stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not a factor. It was reported that during flushing of the device the physician noticed that the hep-saline solution was exiting out the sheath down the graft cover and not exiting the nose cone. The nose cone appeared to be blocked. Another medtronic stent graft 16x16x82 was selected and flushed properly and was implanted without issue. No clinical sequelae were reported and the patient is fine.